Manufacturer narrative:
Borges, rafael castilho, et. Al., 'impact of focal versus whole gland ablation for prostate cancer on sexual function and urinary continence', the journal of urology, january 2021, vol. 205, 129-136. Date of event: the true event date was not reported. The article states that patient treatments occurred from 2009 to 2018.

Event description:
It was reported via literature that injury, fistula, hematuria, urinary tract infection, urinary retention and ureteral stenosis occurred. Patients underwent high intensity focused ultrasound (hifu) or cryotherapy for prostate cancer. Cryotherapy was performed using freeze-thaw cycles through transperineal needles (galil medical). After exclusion, 195 post-focal (ft) therapy and 105 post-whole gland therapy (wgt) patients were included in analysis. Events reported - urinary retention: 14.2%, sloughing: 2.7%, urethral stenosis: 3.0%, hematuria: 10.3%, urinary tract infection/epididymitis: 15.1%, post-biopsy prostatitis: 4.3%, rectourethral fistula: 0.3%.